Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged between 120-140 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.